Manufacturer narrative:
Model number/catalog number: 720182-01. Serial number: n/a. Batch/lot number: 1100729766. Model/catalog description: reservoir. Unique identifier (UDI) # (B)(4). Model number/catalog number:72404012. Serial number: n/a. Batch/lot number: 1100823356. Model/catalog description: cylinder. Unique identifier (UDI) # (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly and the pump stayed flat. Upon inspection, a hole in the reservoir was noticed. As a result, the device was explanted and replaced. No patient complications were reported.